Manufacturer narrative:
Concomitant medical product: d314trg ICD implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial impedance spike on the right atrial (ra) lead. It was also noted the patient had a previous impedance spike in 2015. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.